Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has never received adequate overage. It was also reported the pt had been in a car accident. X-rays were taken and no anomalies were found. As a result, the pt underwent a trial procedure that provided her with adequate coverage. The pt plans to have another lead implanted to provide adequate coverage.